Event description:
Preliminary disclosure form provided supplemental information that indicates that patient was implanted on the right side in addition to the left side (reported in a separate complaint). Although we have not received formal litigation regarding the right side, we are reporting it now in anticipation of impending litigation. There is no known complaint at this time. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Event description:
Preliminary disclosure form provided supplemental information that indicates that patient was implanted on the right side in addition to the left side (reported in a separate complaint). Although we have not received formal litigation regarding the right side, we are reporting it now in anticipation of impending litigation. There is no known complaint at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.